Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient deceased. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death was unknown or natural. Related manufacturer reference number: 2017865-2019-12287, related manufacturer reference number: 2017865-2019-12289, related manufacturer reference number: 2017865-2019-12292.

Manufacturer narrative:
Additional information: per analysis update. The damage found was sustained during the surgical procedure. The lead was otherwise normal.